Manufacturer narrative:
Unique device identification (UDI): (B)(4). The microsensor was returned for evaluation. The DHR review could not be performed because the serial number (B)(6) could not be associated to our lot numbers. So lot number is unknown. Failure analysis - slight film over sensor area that is not part of the manufacturing process. Catheter received with sutures. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The issue of the complaint has not been confirmed. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the difference of measurement readings reported by the customer could possibly be attributed to the film on the sensor.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor with inaccurate readings on an infant patient: the icp sensor was placed from the occipital lobe. During procedure, a measurement showed 20-30 mmhg which was clearly high for infants. Usually it would be about 5-10 mmhg for infants. The procedure was completed with the reported icp sensor. There was no surgical delay and no adverse consequence to the patient. CT image was taken after the procedure and it did not show any anomaly. The patient is under observation.